Event description:
It was reported that prior to starting a da vinci prostatectomy surgical procedure, the customer experienced non-recoverable system error code #212. An isi technical support engineer (tse) attempted to troubleshoot the issue via telephone and requested that the site shut down the system and examine the surgeon's console and pt side cart connectors for recessed/bent pins. A recessed pin was found and repaired and the system was restarted, however, non-recoverable system error code #212 later recurred. The pt was under anesthesia when the surgical staff made the decision to complete the planned procedure with their spare da vinci surgical system. The procedure was delayed for approx 45 mins and no pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering concluded that system error code #212 experienced by the customer was associated with a multiple servo driver (msd) pca board. The system contains five multiple servo driver (msd) pca boards which provide drive current to the servo motors associated with each degree of freedom. The system was repaired by replacing the affected msd pca board. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. System error code #212 is a voltage tracking error which occurs when the actual voltage to drive current through the motors deviates from the expected voltage by a specified amount. Upon determining this condition, the safety systems put davinci in a "recoverable safe state". The msd pca was returned to isi for failure analysis investigation. Engineering evaluation discovered that two motor drive circuits within the board had malfunctioned, thus generating the system error code experienced by the customer. As of 2008, there have been no reported recurrences of the issue at this hospital.